Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Blood glucose was not impacted. Customer reverted to an alternate method of insulin therapy.